Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specifications. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix would not completely retract back into the tip of the lead after multiple attempts. It was noted that the small tip of the helix was sharp, and the physician chose not to use the lead and implanted a different one. No patient complications have been reported as a result of this event.